Event description:
A tubal ligation procedure was in progress when the tenaculum forcep, for manipulating the uterus, broke. A section of the metal tip, measuring approximately 35mm in length, broke off and remained in the uterus. The piece was removed with a grasping forceps with no reported problems for the pt.